Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, : product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for chronic pain. It was reported that the patient had a cerebrospinal fluid (csf) leak after they had their catheter implanted. The csf leak required a blood patch subsequent to surgery. The patient had persistent post dural puncture headaches following the implant of the catheter. It was reported that the symptoms and leak had resolved completely and the patient is receiving good therapy at this time. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. It was reported the issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.